Manufacturer narrative:
Product complaint # ==> pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the device was returned for investigation. Visual inspection confirms that the white piece of the suture was broken. This complaint can be confirmed. The broken suture was taken to a lab and pull tested. The first piece of white suture was tested. It was placed into the fixture on the instron machine and pulled. The suture did not break but slipped in the fixture. The maximum value on the test was 252.589 n (56.78 lbs.) See test run 3 on the attached file. The second broken white suture was tested. The suture did not break but slipped in the fixture. The maximum value on the test was 266.962 n (60.02 lbs.) See test run 4 on the attached file. The maximum value required for the testing of this type of suture is 222.411 n (50 lbs.) So, the pull test passed on both pieces of suture. The potential cause for this issue is not related to manufacturing, because the broken suture passed the pull testing therefore a manufacturing record evaluation is not required. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an acl reconstruction surgery at sports injury center yesterday being done by dr. (B)(6), it was observed that the white loop shortening suture of a rigid loop adjustable long device broke while being pulled into the femoral tunnel. According to the report, the event occurred when 25 mm graft was pulled into the femoral tunnel (whose length was 30 mm). There was a 10-15 minute delay in the surgical procedure. It was reported that another rigid loop adjustable long which was available in set was used to complete the procedure. The surgeon did not raise any formal complaint, however wants to know the reason for the failure of the implant. It was reported that there was no sharp object was used to pull the graft sutures and proper sutures were used to pull the graft and proper storage was maintained. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: additional information: subsequent follow-up with the customer, additional information was received. It was reported that there were no patient consequences.